Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump was tested with water fill test reservoir and no bubbles were noted. Insulin pump received with cracked case at battery tube threads. (B)(4).

Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels ranged from 271 to 600 mg/dl. However, customer's blood glucose levels at the time of emergency room visit was 658 mg/dl. Significant events leading to the emergency room visit included vomiting and sickness. Customer was wearing the pump at the time of emergency room visit. There were tiny bubbles found in one section of the tubing and one large air bubble in the reservoir. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.